Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms occurred. No moisture damage was found on the electronic boards. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 258 mg/dl. The customer stated that the pump had moisture at the right bottom corner but it went away. The customer sweated from running. The customer was unsure if the button was pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.